Event description:
As reported by the risk mgr, a medical center, "pegasus brand of graft used on pt causing aseptic inflammation causing a 15 cm area of the achilles tendon to dissolve." The co is attempting to obtain additional info about the reported event; this event is not confirmed and is being reported from a conservative standpoint. If relevant additional info is received, a supplemental report will be submitted.

Manufacturer narrative:
The initial report was received from FDA as a user facility MDR report. The product was not returned to co. The reporting facility has to date not responded to numerous attempts to obtain case info; as such the reported event could not be confirmed.